Manufacturer narrative:
Reference code (B)(4). Device name as vega ps femoral comp. Cemented f6n l. Serial number n/a. Batch number 51918968. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2013-03-01. Reference code (B)(4). Device name as vega ps tibial plateau cemented t3. Serial number n/a. Batch number 51953020. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2013-07-02. Ref.code device name batch. Nx043 patella 3-pegs p3 51962680. Nx131 vega ps gliding surface t3/3+ 12mm 51904696. Nn260p plug f/tibial plateau 51974495. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 2 similar complaints against the same lot number: 51918968. (All registered as leading component). There are 4 similar complaints against the same lot number: 51904696. (All registered as involved component). Explanation and rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with vega knee components. As a result of having the product implanted the patient has experienced pain and swelling in left knee and normal daily activities was restricted due to pain. Intraoperative findings during replacement surgery were a well-fixed patellar component and loosening of the tibial and femoral components, which resulted in revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occured on (B)(6) 2016. Cement used: zimmer palacos r radiopaque bone cement. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx013z (ps femur cemented f6n lt), nx043 (universal patella p3), nx055z (ps tibia cemented t3), nx131(ps pe insert t3/t3+,12mm), nn260p (peek plug f/tibia). Associated medwatches: 2916714-2020-00555, 2916714-2020-00556, 2916714-2020-00557, 2916714-2020-00559.